Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A trial patient reported that she felt some stimulation when she was getting the components placed. She could feel pain in her vagina and had sensation when she left the hospital, but somehow it disappeared during the cab ride home. Patient stated the healthcare provider (hcp) could not place the lead on both sides; she had just the right side. It was indicated that she had a neurogenic bladder; no sensation whatsoever. She can&#62752;urinate and had a foley catheter. Patient was informed by hcp that they would remove her catheter, then she would need stay at the hospital for several hours to see if she can urinate or not. Patient said she goes back on friday.